Event description:
Device report from colombia reports an event as follows: it was reported that during a procedure on (B)(6) 2022, a 1.1 guide wire broke inside the drill and could not be removed. Fragments of the guidewire were retained in the patient. Procedure was completed successfully with an unknown delay. Patient status was excellent. Upon manufacturer investigation, it was determined that the drill bit was also broken. This report is for a 2.0mm cannulated drill bit/qc 150mm. This is report 2 of 2 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional procodes: hsz, gfa, gff. Part: 310.221. Lot: f-26083. Release to warehouse date: 24 january 2019. Expiration date : na. Supplier: (B)(4). Manufacturing site: werk selzach. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. The photo was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the device from the received image(s). Visual analysis of the photo revealed that the drill bit ø2/1.15 cann l150/48 3flute had no visible damage or defects. Reported condition cannot be confirmed since the evidence provided does not show clearly the complaint device. The product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that drill bit ø2/1.15 cann l150/48 3flute f/ was broken. The broken fragment was returned. A dimensional inspection could not be performed for the drill bit ø2/1.15 cann l150/48 3flute f/ due to post manufacturing damage. The observed condition of the device being consistent with random component failure which may have been caused by exposure to unwanted forces as mentioned in the description of the event. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was not confirmed as the observed condition of the drill bit ø2/1.15 cann l150/48 3flute f/ would not contribute to the complained device issue. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Drawing/specifications reviewed current and manufactured revisions were reviewed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.